Manufacturer narrative:
The pump powered up properly after battery installation. The pump passed the self test, active current measurement and sleep current measurement. The pump was monitored, no blank display and charge/battery lasts less than expected noted. Successfully downloaded history files and traces using thus. Power management graph was successfully generated. The power management tool confirmed the unloaded voltage (ul vlith) and loaded voltage (loaded vlith) were within spec range. Low battery alert was found on: 09/16/2024 21:55:00.000, 09/17/2024 08:09:03.000. Insert battery alarm was found on: 09/17/2024 08:09:14.000, 09/17/2024 08:09:50.000, 09/17/2024 08:10:12.000. Replace battery alert was found on: 09/17/2024 07:26:00.000. Replace battery now alarm was found on: 09/17/2024 07:57:00.000, 09/17/2024 08:07:00.000. Failed battery alert/battery failed alarm was found on: 09/17/2024 08:09:03.000, 09/17/2024 08:09:30.000, 09/17/2024 08:09:38.000. Pump error 23 alarm was found on: 09/17/2024 08:16:17.000. Power loss alarm was found on: 09/17/2024 08:16:56.000, 09/17/2024 08:17:07.000. Insert battery alarm was expected since the battery was removed from the pump. Upon checking on the power data/detail trace file, low battery alert, replace battery alert, replace battery now alarm and failed battery alert/battery failed alarm were expected since the battery in the pump is low on power or does not have enough power. The customer had used a low/no power battery. Upon checking the detailed trace file/diagnostic trace file, pump error 23 alarm and power loss alarm were expected. After the aa battery removal, the back key was pressed for 8 sec causing the pump to shutdown. No unexpected low battery alert, replace battery alert, replace battery now alarm, failed battery alert/battery failed alarm, pump error 23 alarm and power loss alarm noted during testing. In further checking of the pump history records: battery cycle 1 received the lowbatteryalert (104) on 09/16/2024 21:55:00 after more than 7 days at 22.84 days. Battery cycle 2 received the lowbatteryalert (104) on 08/24/2024 16:20:00 after more than 7 days at 21.9 days. Battery cycle 3 received the lowbatteryalert (104) on 08/02/2024 09:09:00 after more than 7 days at 10.55 days. With reference to the battery duration failure analysis instructions, customer did not experience an unexpected power loss of less than 7 days per the pump history records. In further review of the formatted history file 1 week prior to the event date of 17-sep-2024, these pump error(s)/alarm(s) were noted: lost sensor 1 alert (780) was found on: 09/15/2024 17:29:00.000. The pump was programmed with a test guardian link (3) transmitter and a glucose sensor simulator. The pump connected successfully to the transmitter and displayed ¿transmitter connection successful¿. The pump communicated properly with glucose sensor simulator and displayed the calibrate your sensor alarm properly after completion of the warm up. The pump calibrated and displayed the programmed value of 240 mg/dl properly on the display graph. No lost sensor alert or unexpected sensor errors or anomalies were noted during testing. The pump was cut open to perform visual inspection and it was verified that the battery tube power connector is properly connected to j7/pcb1. No evidence of physical or moisture damage on the pcba 1, pcba 2, force sensor, motor and vibrator assembly noted. Test p-cap and reservoir locked properly into reservoir compartment during testing. The following were noted during visual inspection: a cracked keypad overlay, a stained keypad overlay, a scratched case, a cracked case behind the pump near the battery tube compartment and a cracked case-corner of belt clip rails near the battery tube compartment. The pump passed all the required testing. Customer alleged for blank display and charge/battery lasts less than expected were not confirmed. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported to medtronic minimed that the customer experienced blank display, charge/battery lasts less than expected. The customer reported no adverse event. The event involved product(s) mmt-1782k. Troubleshooting was performed and the customer reported an issue with the pump display. The customer is not calling back after installing a new battery and monitoring pump for 2 hours or after receiving new battery cap. No harm requiring medical intervention was reported. Mmt-1782k was requested and the customer response was the device will be returned.

Manufacturer narrative:
This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed northridge site, per variance 5. Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time. Select patient information cannot be provided due to regional privacy regulations. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.